Event description:
It was reported that the pt is hurting and has higher metal ion levels and wants the prosthesis removed and a new one put in.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.